Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited undersensing of ventricular fibrillation (vf). The patient experienced dizziness as reported. Reprogramming was performed. Subsequent information received that the issue was actually oversensing of atrial flutter on rv lead. The patient presented again due to rates in the 30's. Sensitivity was programmed to 1 millivolt (mv) and the physician was thinking of dropping a new pace/sense lead. Additional information received that the patient did not want further surgery. Sensitivity was reprogrammed to 1.5 mv. The system remains in service. No additional adverse patient effects were reported.

Event description:
Subsequent information received that the patient underwent a revision procedure where this cardiac resynchronization therapy defibrillator (crt-d) was explanted and this right ventricular (rv) lead's pace/sense portion was surgically abandoned. However, the rv shocking portion remains in service. A new rv pace/sense lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.